Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle, (sn: (B)(6) ), sigadaptstnd, sig power sigadaptstnd linear adapter, (sn: unknown) sigpshell, sig power sigpshell control shell, (lot #unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the procedure, while approaching the tissue, while completely closing the jaws, firing could not be performed at all. A new product of the same model number was opened and used. It was noted that the  handle and adapter were used without any issues. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the procedure, while approaching the tissue, while completely closing the jaws, firing could not be performed at all. The same handle and adapter were used with the new reload to resolve the issue and complete the case. There was no patient injury.